Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an auto-off alarm. The customer's blood glucose level ranged from 160-180 mg/dl. Reportedly, the customer had interacted with the pump within the specified time frame. The customer cleared the alarm and resumed insulin delivery.